Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer pocket failed. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all storage space failed at the same time. A field service engineer (fse) worked with the user and determined that the communication sled needed to be replaced. After replacement, the sled was responsive. All matrix drawers were configured in space configuration mode, and both the drawers and the remote manager were responsive, confirming that the station was functional. The fse checked all cabling, which appeared to be in good working condition. A rear bumper kit and network plugs were also installed. The customer was able to inventory all drawers, and the remote manager confirmed and verified that the station was fully functional. The system functioned as intended after the field service engineer repaired the device.